Manufacturer narrative:
The affected device was returned and evaluated. The returned tibial tray grit blasted surface had no visible bone cement attached to it. The grit blasted surface had regions that were burnished likely due to the relative motion between the cement and tray. Surface roughness measurements on the regions away from the burnishing on the tibial tray grit blast surface were performed utilizing a surface profilometer. The roughness measurements were within manufacturing specification. The polyethylene insert has pitting on the articulating surface likely caused by bone cement debris from the loose tibial tray. The insert has burnishing on the articulating surface from normal usage. The ps post has deformation and burnishing on the posterior and anterior side due articulation from femoral ps cam and femoral anterior cam contact, respectively, during articulation. The tibial tray grit blast surface showed burnishing which indicates loosening of the tibial tray component. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion.

Event description:
It was reported that a revision surgery was required due to the subsidence of the tibial base plate.